Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the irritation was bleeding with peeling skin. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to the doctor about the irritation but there is no indication that the patient received medical intervention. The patient applied an anti-bacterial cream to the area and the medical outcome is unknown. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.